Event description:
A customer reported to beckman coulter that the coulter lh 780 hematology analyzer leaked approximately 20 ml of fluid from the backside of the instrument. The leak was not contained within the instrument. The customer was wearing gloves, eyewear, and a lab coat at the time of the occurrence. The customer did not review the material safety data sheet, but has an exposure control plan in place at the facility. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous patient results were generated and therefore there was no impact to patient treatment. Beckman coulter field service engineer (fse) observed that the leak was coming from the green striped tubing which was disconnected from the upper sheath restrictor. The fse re-attached the green striped tubing to the upper sheath restrictor, resolving the leak. While onsite the fse found the leak had caused the sensor distribution card to short out. The fse replaced the sensor distribution card. The fse verified the service activity performed per established procedures and the results met the performance specifications.

Manufacturer narrative:
(B)(4).